Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 5ml saline fill china sp, the inner core of the prefilled syringe broke at the connection point with the cannula, rendering the cannula unusable. Additional information: broken connection part of the screw joint.